Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that she experienced pain, vaginal itching, vaginal inflammation, bowel problems, chronic side pain, pubic bone pain, perianal skin tag, kinked urethra, urine spraying and bladder voiding difficulties. The mesh remains implanted but the patient is awaiting mesh removal. No additional information was available.